Event description:
Additional info received from MFR on 02/04/1998:co has reviewed their records for problems of this type with this product and do not find any other type occurrences. Co is unable to evaluate the report any further due to the absence of samples and lot number identification.